Manufacturer narrative:
Medcom is not the manufacturer of this product. Medcom don't produce or sell this product. The company name is: medcom gesellschaft für medizinische bildverarbeitung mbh. We only get information via letter from FDA, m.s. (B)(6) dated from 09/20/2023 as the dii from medcom (fei no. 3006579682). Dii: medagent inc., 264 lafayette road, suite 7, portsmouth, nh 03801. Registration number: 3007219401. Fei number: 3007219401. The error codes are not applicable to the case. We could not complete the message without error codes. Therefore, we have used codes that are not applicable.

Event description:
The patient reported that their medical alert necklace had a metal part that went through it that broke. The patient stated that this was about the 3rd time this metal part broke off. This report reflects information by FDA in the from of a notification per 803.11 (b)(2).